Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was driving when he experienced arm pain and loss consciousness for a short time. It was noted that the patient had not taking his medications and had been drinking and smoking. Device evaluation identified undersensing of the ventricular tachycardia which resulted in delays in therapy greater than thirty seconds. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.